Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. Additionally, it was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose level was in 100-150 mg/dl range. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.